Event description:
Incident as reported: "during a laparoscopic cholecystectomy, the internal pliable plastic piece of the trocar separated from the threaded port and was inadvertently pushed down into the pt's abdomen. The problem was immediately recognized and the broken piece was retrieved without harm to the pt."

Manufacturer narrative:
This incident was located on the department of health and human services website; however, it was not reported to applied medical. The maude report did not contain the hospital name. Therefore, further investigation is difficult. Investigation summary: the incident product was not returned for evaluation, and no product remained in stock to further evaluate. In the absence of the subject device, it is difficult to determine the cause and failure mode of the incident. A review of the mfg records in our data base for this lot reveals no unusual events during construction; the lot passed all quality inspections. This document represents our final report.